Manufacturer narrative:
Added g3/g4, h1/h1, h6. The device evaluation showed the following: no device evaluation could be performed as the stent graft, delivery catheter, and handles were not returned for evaluation. No images could be provided for an imaging evaluation. One image was returned showing the primary deployment handles of the two devices used during the event. One primary deployment handle (the one used for the distal device) shows that the primary deployment line connector is missing from the handle connection. The returned image is consistent with the report of the primary deployment line (pdl) becoming separated at the handle. The root cause for the primary deployment connector separating from the primary deployment handle cannot be determined with the available information. The reported difficulty to deploy and failure to deploy (primary deployment line/sleeve) could be attributed to the pdl connector detaching from the pdl handle. The lack of circumferential apposition, successful deployment using backup deployment mechanism, and device movement distally could not be confirmed with the currently available information. A reason for the primary deployment line separating at the handle cannot be determined with the currently available information. Based on this investigation, there is potential for the failure mode to be attributable to the manufacturing process.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® conformable thoracic stent graft with active control system (ctagac). On (B)(6) 2025, a reintervention was performed to address a type 1a endoleak utilizing the gore® tag® conformable thoracic stent graft with active control system. During deployment of the first (distal) ctagac, the primary deployment line disconnected from the handle immediately after deployment initiation. Prior to opening the access hatch, secondary deployment was initiated and the secondary deployment line was removed, leaving the device fully constrained. Once the access hatch was opened and the primary deployment line was removed, the device expanded to its full diameter. Minor distal bird-beaking was observed, prompting the physician to perform ballooning using a gore® tri-lobe balloon, which successfully improved wall apposition. It was noted that an attempt was made to angle the device downward, resulting in slight movement; however, the exact distance of displacement is unknown. A second (proximal) ctagac was then deployed to enhance the seal at the proximal extent of the treatment zone, with no issues reported during deployment. Notably, angulation was not attempted during deployment of either device. Upon case completion, the fsa observed that the primary deployment line handle of the first ctagac was missing the connector that joins the deployment line to the handle. Ultimately, the type 1a endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.